Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency with presyncope, externalized conductors, decreased r-wave amplitude, loss of capture, and high, out of range pacing lead impedance were observed. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. The patient received no issues from the procedure.